Event description:
Complainant alleged that during functional testing, the device failed self test. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical australia; the customer's report was observed and attributed to the pace/defib (pd) engine board. The pd engine board was replaced. The device was recertified and returned to the customer. The pd engine board was returned to zoll medical united states; the customer's report was duplicated and attributed to a faulty charging cap on pd engine board. The pd engine board was scrapped after investigation. Analysis for reports of this type has not identified an increase in trend.